Event description:
It was reported that the patient felt a jolt in her brain when she increased stimulation. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).